Event description:
It was reported that during an arthroscopic surgery the suture broke while tightening the loop. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection identified the blue/white suture of the knotless fibertak¿ with #2 suture was broken and frayed. No anchor was returned. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning or the device coming in contact with another device during use.